Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vticm5_13.2, -13.00/1.5/080 (sphere/cylinder/axis), implantable collamer lens tore during loading. There was no patient contact. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).